Event description:
It was reported that the after the saline was withdrawn from the pump, only 14cc of morphine sulfate could be injected. The reporter stated that there was probably air in the pump. Nothing could be injected or withdrawn as the pump had locked. It was noted that the pump was brand-new and had not yet been implanted at the time of report. Two days later, it was reported that the patient was doing "fine" and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).